Manufacturer narrative:
The device was returned to olympus for evaluation. Upon inspection testing of the returned device, the user's request was confirmed. It was discovered, the distal tip appeared to have been used with slight burn-back/ charring/ melting. The proximal cap was removed and there is some melting at the connector end. The fiber was burnt all the way through a centimeter and a half away from the connector end and the device is in two pieces. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
An olympus representative contacted the olympus technical assistance center (tac), to report the 200 micron tfl ball tip single use fiber had a small fire where the fiber connects to the laser generator during a ureteroscopy with laser lithotripsy. It was extinguished quickly. The procedure was completed with a similar device with a 2 minute "insignificant" delay while the patient was under general anesthesia. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, probable causes for the small fire include: mis-handling of the device, a failure of the device to perform to the minimum bend radius, or damage to the fiber during packaging which resulted in the fiber breaking and catching fire when laser energy was passed into the fiber. However, a final root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.